Event description:
On (B)(6) 2025 a hospital nurse reported that this peritoneal dialysis (pd) patient had passed away while connected to the liberty select cycler. The patient was at the end of treatment (step 8). The nurse disconnected the patient and realized the patient was not waking up. The nurse took the patient¿s vital signs, and he subsequently went into cardiac arrest and died. Additional information was obtained through the dialysis unit nurse. The patient was an in-patient rehabilitation (rehab) dialysis patient. The patient was in rehab due to a left below knee amputation (bka) which was unrelated to dialysis. The date of the admission to the rehab was unknown. The nurse stated that on (B)(6) 2025, the hospital nurse was doing rounds when they went to disconnect this patient from the liberty select cycler at the end of treatment. The nurse went to take the patient¿s vitals and found the patient¿s pulse to be thready. The patient subsequently went into cardiac arrest. The nurse could not confirm what resuscitative efforts were administered. The efforts were not successful, and the patient was pronounced deceased. The cause of death was cardiac arrest. The nurse stated the death was not related to pd therapy or use of the liberty select cycler or other fresenius product(s). No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was found with a thready pulse and went into cardiac arrest. Although it is unknown if the patient had pre-existing cardiac disease, cardiac disease is the major cause of death, accounting for approximately 37 percent of all-cause mortality in patients receiving either hemodialysis or peritoneal dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2025 a hospital nurse reported that this peritoneal dialysis (pd) patient had passed away while connected to the liberty select cycler. The patient was at the end of treatment (step 8). The nurse disconnected the patient and realized the patient was not waking up. The nurse took the patient¿s vital signs, and he subsequently went into cardiac arrest and died. Additional information was obtained through the dialysis unit nurse. The patient was an in-patient rehabilitation (rehab) dialysis patient. The patient was in rehab due to a left below knee amputation (bka) which was unrelated to dialysis. The date of the admission to the rehab was unknown. The nurse stated that on (B)(6) 2025, the hospital nurse was doing rounds when they went to disconnect this patient from the liberty select cycler at the end of treatment. The nurse went to take the patient¿s vitals and found the patient¿s pulse to be thready. The patient subsequently went into cardiac arrest. The nurse could not confirm what resuscitative efforts were administered. The efforts were not successful, and the patient was pronounced deceased. The cause of death was cardiac arrest. The nurse stated the death was not related to pd therapy or use of the liberty select cycler or other fresenius product(s). No further information was provided.